Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828814) was implanted on (B)(6) 2026, due to congenital hydrocephalus via ventriculoperitoneal (vp) shunt at unknown setting. It was used with bactiseal catheter (ID ns0339). An obstruction of the peritoneal catheter was suspected due to shunt contrast radiography. The catheter was explanted and replaced with a new catheter during an unknown date. However, there was no sign of improvement, therefore, the valve was explanted and replaced with a new device on (B)(6) 2026. No further information provided by the hospital.